Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Upon receipt, the device could not be interrogated due to low battery voltage. The low battery voltage was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.